Manufacturer narrative:
No medwatch form was received.

Event description:
It was reported that the patient presented in-hospital with complaints of pain in the chest, left arm and neck. Trans pericardial perforation of the rv lead was diagnosed via echo with no signs of pericardial effusion. The lead was explanted and replaced. The patient is in good condition.